Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found floating in the unspecified bd¿ syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
One photo was received and evaluated. An unknown syringe with needle attached was depicted in the photo. The syringe was filled with unidentified clear fluid. The sample in the photo was out of focus and difficult to evaluate. Numerous bubbles were observed in the liquid. Part of the syringe with stopper was circled with arrow pointing at it. A white spot was observed in the area, however it is not clear what the spot was based on the photo provided. The presumed foreign matter spot could not be evaluated nor identified based on the photo provided. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. There is insufficient information for a root cause investigation and corrective action consideration. Batch and material # is required for investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that white foreign matter was found floating in the unspecified bd syringe. There was no report of exposure, injury, or medical intervention.